Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results of 400 and something mg/dl and also 64mg/dl obtained using the subject device compared to a hospital meter reading of 320 something mg/dl, all measurements within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.